Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year..

Event description:
Customer reported lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The alleged product was replaced and requested for evaluation.